Manufacturer narrative:
The investigation results will be provided on the final report.

Event description:
It was reported that the implantable pulse generator (ipg) was inoperable due to the patient not charging, resulting in the patient unable to receive therapy. The patient controller was unable to connect with the ipg. The device was explanted, and a new device was implanted to resolve the issue. Therapy was restored post procedure. There were no complications during the procedure. Patient was stable.